Event description:
A change in therapy effect was reported. The patient reported the pump was not working and "I am in hell." The patient's muscle are seizing and experiencing increased baseline pain. Patient states that she feels pinching above the pump. Patient reports that all the doctors want to do is caudals and steroid shots in her spinal column. The patient reported they were sent to the hospital and was on oxycodone and "no one would touch a patient on oxycodone."the patient was on oral pain medications. The patient also reported she had a bad fall and the hcp was aware of the fall and had instructed the patient to go to the ER but the patient indicated that the local ER cannot handle the pump. An MRI was done of the patient's knee and the pump was checked by the hcp afterwards. The patient was told the pump was fine. The hcp's (B)(6) gave the patient a 15 minute bolus and per the patient there was no response. The patient's alarm date was (B)(6) 2012 , the patient planned have a caudal with her hcp. The patient reported that they do not want to live without the pump but does not want to live like this if the pump will not work. The patient indicated that they almost ended their life before the pump and was not going back to that pain. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model # 8598a, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. Catheter, model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. 8835 personal therapy manager, serial # (B)(4).

Manufacturer narrative:
(B)(4).